Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during the investigation, the pump was returned with all of the keypad buttons responding properly. The original complaint of an under responsive keypad could not be duplicated. No physical damage was found to the keypad. The keypad was removed, and no contamination or physical damage was found. The pump was opened, and no defect was found.